Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, unspecified number of tubes displayed tube push off resulting in blood leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photographs from the customer in support of this complaint. The evaluation of the photographs did not show evidence of tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.